Event description:
A system error (se) 2240 (air in line) alarm was identified in the log of a returned homechoice device. Phase and cycle information were not available. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). System error 2240 (air in line) was confirmed because it was identified in the patients alarm logs of the returned device. The root cause was undetermined. This issue has been escalated to CAPA.